Event description:
A problem with the pump was reported, specifically involving "difficulties with cartridge fitting". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.